Manufacturer narrative:
No sample was returned for evaluation; however,based on the photo, it was observed that the catheter had tear at the bifurcation area. However, the exact cause of how and when the problem occurred could not be determined. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Unable to perform lot history review. Information on the datecode number is not available.

Event description:
It was reported that the catheter was found crack at the y-connector causing it to leak.